Manufacturer narrative:
A root cause for the report of hemolysis could not be determined. It was communicated that heparin was administered and the patient's ldh ultimately returned to baseline. An evaluation of (B)(4) could not be conducted because the patient remains ongoing on vad support. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2014, the patient was readmitted for hemolysis with elevated ldh. The patient was subtherapeutic and put on a heparin drip. After approximately 4 days, ldh returned to baseline. As of (B)(6) 2014, the patient was doing well.